Manufacturer narrative:
(B)(4). Results: the benchmark 6f 071 delivery catheter (benchmark) was fractured at 35.0 cm from the hub. The benchmark was slightly bent on its proximal end, approximately 2.0 cm from the hub. The benchmark was ovalized approximately 105.0 cm from the hub. Conclusions: evaluation of the returned benchmark revealed a proximal bend and a fracture on mid-shaft of the device. These damages were likely a result of forceful mishandling during preparation for the procedure and removal from the packaging tube. Further evaluation revealed an ovalization near the distal tip of the catheter. This damage was likely incidental during preparation for the procedure. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
While preparing to use a benchmark 6f 071 delivery catheter (benchmark) for a medical procedure, the physician noticed a kink/separation about midway down the benchmark. The damaged benchmark was found prior to use in the patient and therefore, was not used in the procedure. The procedure was completed using another benchmark.